Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation a nd gastrointestinal/pelvic floor. It was reported that the patient was getting an ¿electric shock¿. They also stated that it felt like the stimulation was turning up on its own. The patient decreased the stimulation and, an hour and a half later, the device was shocking them. When the patient checked their device while they were getting shocked, the amplitude was at the same setting but the stimulation sensation felt like it increased. The shocking was painful and they would scream out. The patient contacted their doctor and it was suggested to contact the manufacturer. They were currently on program 7 and had not tried any other programs. The patient mentioned that when the stimulation was off, they still felt the shocking sensation. The shocking did not occur in a specific position. However, when they sat ¿somewhat towards¿ the ins, they felt a little jolt which was different from the shocking they had. The patient was redirected to follow up with a healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.